Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The biomedical engineer (biomed) is replacing the air sensor.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the ultrasonic air sensor (uas) quit working. It shut the system down two times during the case. They turned off the air sensor and proceeded with the case. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient. Per the clinical review on (B)(6) 2014: the air sensor was mounted on the tubing just below the venous reservoir. A roller pump was being used for arterial flow. During cpb, the air sensor alarmed and the arterial pump stopped (as designed). The perfusionist (ccp) looked for air in the tubing and none was observed. The ccp turned off the abd and re-started the arterial pump. The ccp stated the pump was off for about five seconds. The ccp removed the sensor from the tubing and checked the security of the cable/sensor connection. The ccp stated there was some "shaking" in the tubing where the sensor was originally mounted, so he elected to move the sensor after the oxygenator (where there was less shaking of the tubing). The ccp turned the air bubble detector (abd) back on and in few minutes the abd alarmed a second time and again the arterial pump stopped. Again, no air was observed and the ccp turned off the abd. The arterial pump was re-started in five seconds. The ccp elected to finish cpb without the air sensor, as he claims no back-up sensor was readily available. Level sensors was being used for the procedure. The case was completed successfully, without delay. Even though the arterial pump stopped, the surgical procedure was not delayed. There was no associated blood loss due to these events and there was no patient harm observed or reported.